Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed with multiple cartridges. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.